Event description:
A caregiver reported experiencing a cartridge change error message, specifically error 20, after replacing the cartridge in the insulin pump. There was no adverse impact to the customer's blood glucose level, as no specific values were reported. The customer sought technical support for assistance with this issue, although no further details about actions taken were provided.